Event description:
Field service report states the following: symptom: square wave on bp (balloon pressure wave form) line - kinked catheter alarm.

Manufacturer narrative:
Findings/action taken: confirmed, with no balloon connected, that a square wave was present on blood pressure line approx 7mmhg; very fast square wave. Also helium pressure dropping from 500 psi to 200 psi, which was caused by the front end board. The front end board was replaced and both issues were corrected. Helium gauge reading steady 484 psi - functional check. The equipment was returned to service. Follow-up report will be filed if add'l info becomes available.